Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. Philips field service engineer (fse) confirmed the alleged problem of an error occurring during the extended self test (est). Est was performed and a leak was found in the external o2 cell holder. The fse re-seated the o2 cell and pushed the cell holder tight. Subsequently, the unit passed all testing and was ready to be returned to service.

Event description:
The customer reports the relief valve cracking and a pressure out of range error code persisted. There was no patient or user harm reported. The event date was not specified; estimate used.